Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the insulin pump had blank display, unresponsive keypad, battery out limit and physical damaged. Customer blood glucose was 260 mg/dl. Customer treated with manual injection. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping anomaly was noted. No battery out limit alarm or display anomaly could be noted due to the keypad anomaly. No blank display anomaly was noted. The operating currents test could not be performed due to the keypad anomaly. The insulin pump was received with a stripped battery cap coin slot, cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.